Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/02/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with itching, rash, redness, blisters, dry skin, and infection, under entire patch area, which occurred 5 days after the sensor had been inserted in the arm. A photo of the skin reaction in the complaint record was reviewed. The photo shows quite heavy puss drainage from the needle insertion site reaction which is consistent with the reported infection. The photo shows erythema close to the needle insertion site, and on the outside of the adhesive patch extending beyond the adhesive patch edge. On the outside of the adhesive patch slight oedema can be observed, especially at the bottom of the sensor insertion site. The skin reaction was treated with a prescription of an oral course of fucidin acid antibiotics. At the time of the report the patient was feeling fine. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.